Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that all conductors were distorted, the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was received with the helix partially retracted and the distal conductor distorted within the connector. The lead was stretched.

Event description:
It was reported that during the implant attempt the helix would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.